Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a pump a vs. B volume error alarm during treatment prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the left bubble on cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient rebooted the cycler and cancelled treatment. The patient was advised to wait before using the cycler again. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that through treatment data the patient has resumed treatment on the cycler the following day performing a stat drain and has continued using the cycler without any further issues. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a pump a vs. B volume error alarm during treatment prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the left bubble on cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient rebooted the cycler and cancelled treatment. The patient was advised to wait before using the cycler again. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that through treatment data the patient has resumed treatment on the cycler the following day performing a stat drain and has continued using the cycler without any further issues. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.